Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause is related to the patient's anatomy (i.e. Previously implanted stent).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in a severely tortuous part of the ostial lcx. After pre-dilation of the lesion, the affected orsiro mission was introduced into the patient's body "but was unable to pass through the lcx because a stent previously placed in lad was protruding into the lmt". The physician performed kissing balloon technique and attempted passage again, but the device was still unable to pass through the lesion.